Event description:
It was reported that the user experienced a pairing failure when attempting to connect a new dexcom g7 sensor to the ilet, and the responsible device could not be identified after transfer from dexcom support. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included guided troubleshooting and user education, including restarting the ilet, toggling between g6 and g7 modes, and reentering the sensor code, after which the user agreed to wait to confirm resolution. Investigation of this case revealed an unresolved connectivity or configuration issue during initial setup, with the affected component likely related to the ilet¿cgm communication interface, though the specific responsible device was not determined. It was concluded, based on previously established findings for similar reports, that user setup factors or interoperability limitations between the cgm and ilet were the most probable causes.